Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture, enlarged lymph node. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (via FDA medwatch mw5113935) that a female patient who underwent breast surgery with unknown mentor gel breast implants on (B)(6) 1990 experienced a breast implant rupture (side unspecified). Per the information provided, the patient underwent implant removal surgery on (B)(6) 2023. During surgery, a lymph node the "size of a golf ball" was removed from the armpit on the same side of the ruptured implant. Per the medwatch report provided, the patient was diagnosed with follicular lymphoma. No testing was done on the implants after removal and the patient has not initiated any cancer treatment. This medwatch report is for the patient¿s right breast prosthesis.